Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's personal contact regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the area right above the implant site was red and sore to the touch. It was noted it had gotten bigger and warmer. The contact stated it was about 3 inches in diameter and was draining colored pus. The patient could not get in touch with his healthcare professional or representative. It was also noted the emergency room and urgent care sent the patient away. The caller was concerned there was an infection. The caller was advised to call patient services. Follow up regarding this event was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.